Event description:
It was reported that a balloon ablation procedure was performed during 2001. Two minutes into the procedure, the controller indicated a low pressure. The physician removed the balloon, re-primed, and then repeated the procedure for 8 minutes. There was no indication of perforation. At the post op visit, the patient presented with persisting severe pain. The patient had been experiencing mild pain of similar type prior to the procedure. The physician performed a hysterectomy, which showed adenomyosis and the pain persists. The patient has been evaluated by a urologist and a gi specialist. The cause for the pain has not been determined. The pain is being managed with medications.